Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had the scs ipg explanted and replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.